Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sep2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced the flow sensor assembly. The device successfully passed functional testing. The gas delivery system (gds) was returned for failure analysis. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that when the air flow setting for a v60 was set to 0 lpm, the device displayed a value of -1.4 lpm. The ventilator was not in use on a patient at the time of the reported event.